Event description:
It was reported that the patient presented in the operation room due to endocarditis. The implanted cardiac defibrillator was explanted. The patient was stable during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).